Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut, damaging wires in the cable. The reported damaged connector was not confirmed. Upon investigation no damage to the connector was found. The root cause for cut cable was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.